Manufacturer narrative:
A product sample has not returned. Complaint history and product history were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. (B)(4).

Event description:
A facility representative reported that 2 months following an intraocular lens (iol) implantation procedure, it was exchanged for a different model due to patient reports of photopsia, headaches, nausea and decreased vision. Additional information has been requested however, further information as not been received.